Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error. The customer's parent was assisted with motor error troubleshooting. The customer¿s blood glucose level was 546mg/dl at the time of the incident. The customer was treated with the insulin pump and troubleshooting for the high reading was declined. The customer's parent stated that the drive support cap appeared normal. The customer's parent stated that the insulin pump was not exposed to high magnetic fields. The customer's parent was assisted in clearing the alarm and performing a rewind and they stated that they were able to complete pump rewind due to the alarm. The customer's parent also stated that the insulin pump also had motor errors on (B)(6) 2017. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self test. Pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.